Event description:
It was reported that the health care professional (hcp) wanted to review reports for this right ventricular (rv) lead. Technical services (ts) reviewed the device data and determined that this rv lead exhibited exhibited high out of range shock impedance measurements. The plan is to continue to monitor. No adverse patient effects were reported. This rv lead remains in service.